Event description:
Country of complaint: (B)(6). Needle detached six times during same procedure.

Manufacturer narrative:
There are no units in OEM stock. Received 27 closed samples. Tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Corrective/preventative actions: not applicable.